Event description:
It was reported that the patient got the stimulation to the level they wanted except it wouldn¿t stay on and this had been an issue since they got the implant. The patient wanted to know how to keep the stimulation on and the stimulation went off after 5 minutes. It was noted that the patient was currently on 2.6v and the stimulation was off. The patient may have been pressing the stimulation off button when trying to sync with their device. The patient¿s stimulation was now on and they thought their questions had been answered.

Manufacturer narrative:
Product ID 3889-28 lot# va0jmzs, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. The patient also reported that they received assistance from their doctor and their concerns were resolved. If additional information is received, a follow-up report will be sent.